Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose reading went as high as 401 mg/dl. Troubleshooting for the high blood glucose levels was performed. Customer advised that they feel nauseous and nervous. Customer declined to troubleshoot for checking air bubbles, programming, checking the site and insulin issues. Customer agreed to perform the high pressure test and passed. Customer was advised on how to lock the keypad and check the alarm history on the insulin pump.